Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has two systems. This report is in reference to the ipg that was liable for the patient's issue it was reported that the patient experienced discomfort at the ipg site. In addition, the patient underwent surgery on (B)(6) 2016 to have the ipg pocket repositioned. The surgery has resolved the issue.